Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted with a red heart alarm and then felt as if the pump stopped and developed chest pain while connected to batteries. The patient called 911. The log file displayed elevated power events, low speed and low flow events, as well as 2 transient pump stoppages. The pump parameters returned within normal operating ranges while connected to the power module. The events were indicative of a possible driveline issue. On (B)(6) 2014, it was reported that the patient had more alarms while sitting on both batteries and wall power. The patient had mild chest pain and shortness of breath with the alarms. X-rays appeared to show some percutaneous lead shield damage. A percutaneous lead distal end replacement was completed without issue. No alarms were seen after being placed on normal patient cable. On (B)(6), another log file was submitted, which showed further speed drops and a pump off condition. There may still be a short-to-shield issue internally, since the damaged portion of the external driveline was replaced.

Manufacturer narrative:
The patient remains ongoing with the implanted device and an ungrounded cable was prescribed to the patient. A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Although the reported alarms and pump stoppages were confirmed via the submitted log files, the cause of the events could not be conclusively determined. The submitted log files showed multiple low speed events and pump stoppages with elevations in pump power and pi while the system was operating on both batteries and the power module. A distal percutaneous lead replacement was performed and the approximately 7" section of lead that was replaced was returned for evaluation. Examination of the lead found breakdown of the braided shield adjacent to the metal connector and the connector bend relief. Electrical continuity testing of the lead did not reveal and discontinuities or shorts. The lead was submerged in a saline bath for hipot testing to check for current leakage though each wire's insulation. The test did not reveal any leaks that would have resulted in an electrical short. The patient experienced additional low speed events while operating on the power module following the percutaneous lead replacement. The alarms were not occurring while on batteries and the patient was provided with an ungrounded patient cable. The patient remains ongoing on vad support and is not a candidate for a pump exchange due to surgical risk. No further alarms have occurred since being placed on the ungrounded patient cable. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was assigned a modified patient cable. The patient is ongoing and there are no plans for a pump exchange due to surgical risk. No alarms or trauma reported.